Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown , implanted: 2022-02-08, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2022. It was reported that the patient had a little bit of pain when they bent down. They said it was not bad pain, and also that they were given antibiotics just in case of any infection. It was unknown if there any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. No surgical intervention occurred. There were no device issues or further patient complications reported at this time.

Event description:
Additional information was received from the patient. It was reported that their belt became loose and was wondering if that was ok. They also stated they had a little bit of pain on her right side where the needles went in. The patient was advised to contact their clinician with concerns. On (B)(6) 2022, the patient stated that they had a super leak at the store and then two more at night. They were wondering why they are leaking so much. Patient was advised to contact their clinician for advice.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID 306001 lot# unknown serial# implanted: (B)(6) 2022, explanted: product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.